Event description:
It was reported that the cylinders of this ambicor penile prosthesis had bulged and the device would not deflate. The device was explanted and replaced. No patient complications were reported.